Event description:
First cochlear implant was defective. Second cochlear implant was implanted. Per audiology testing, there was a "hardware connection problem while communicating with implant." Audiologists checked connections and did the test a few more times, with the same result. Kept implant in patient, hoping that computer software is malfunctioning, rather than the implant.